Event description:
It was reported that pump experienced malfunction and displayed malfunction code. There was no adverse impact to the customer's blood glucose level. Customer later called back to proceed with reset, technical support successfully reset pump, advised customer to continue using pump and to call back if malfunction recurred, and customer reloaded cartridge independently to resume insulin with no further action required.